Event description:
The device was used during a lap. Reportedly, the staples did not form properly and the handles were difficult to squeeze. No pt injury was reported. Another device was used to finish the procedure.